Manufacturer narrative:
The unit had no motor error alarm and was unable to prime during the prime test due to moisture damage on the force sensor resistor. The unit could not perform the excessive no delivery test and occlusion test due to a prime and fill anomaly. The motor was tested outside of the device and passed. The unit had a cracked belt clip slot, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer's wife called in to report a motor error alarm during a bolus. The customer's blood glucose level was unknown. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.